Event description:
It was reported patient experienced ineffective stimulation. Investigation was unable to determine which lead attributed to the issue. Surgical intervention was taken place on (B)(6) 2024 during which the lead was repositioned, thus, restoring effective therapy post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.